Event description:
The customer reported that an 840 ventilator had an erratic display, a horizontal line appeared on the screen, while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer supper engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).